Event description:
The customer reported to customer service that the power supply for her pump "started smoking and now there is a melted hole in the plastic part of the transformer. It popped, smoked and sparked." No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that there was smoking and sparking a little bit less than halfway along the length of the cord. When it popped, the black insulation around it popped and it melted about half an inch and exposed more wire than had been previously exposed before the incident. She also indicated that there was no breach in the transformer housing, that the replacement power supply is working without issue and that no injuries were sustained as a result of the issue. As a result of CAPA ca10-049 which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going. A visual examination of the power supply revealed no deformation on the transformer housing and no holes or openings. A visual examination of the cord revealed a lot of twisting and a exposed wires along its length. The power supply was plugged in and the voltage across the dc plug was measured at 12.7 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open to .73 ohms, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 59.3 ohms, which is normal and indicates that the thermal fuse did not blow. In summary, it was confirmed that there are exposed wires which make sparking possible.